Event description:
It was reported that a device was used during a low anterior resection procedure. The device was very difficult to fire. Once fired, it was noted that the device stapled but did not cut. The case was completed by placing an ileostomy.